Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left anterior descending (lad) artery. The 3.5x8mm xience skypoint drug eluting stent (des) was advanced without issue and implanted at the target lesion. A 4x12mm non-abbott nc balloon was used to post dilatate the stent at 14 atm, after which, the stent strut appeared to look broken under imaging. It is the physician¿s opinion that the angulation of the vessel may have caused or contributed to the stent damage. No further treatment was provided, and the procedure was completed at that point. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent break. There is no indication of a product quality issue with respect to manufacture, design or labeling.